Event description:
New information revealed that the lead was capped on (B)(6) 2018. The atrial lead was noticed to have a spiral crack in the insulation at the proximal end of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the patient had 169 episodes of atrial noise. Atrial thresholds had also noted to risen. Lead replacement is anticipated but no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
New information revealed that the patient was stable during and after the lead replacement procedure.